Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The fibrous and plastic-like foreign material was unable to be identified. There were no physical damage to the device at the site where the foreign material was located. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was a blockage present in the air/water nozzle. Water flow did not meet specification. The water removal did not meet specification. In addition, light guide lens was chipped. The light guide lens glue was worn out. The objective lens was chipped. The objective lens glue was worn out. Bending section cover glue was worn out. Insertion tube was delaminated. The identifying badge was missing. The switch button 1 was damaged. The image had a flare effect. Bending angle in up direction did not meet specification. The play of the angulation control knob was loose. The electrical safety test did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope pressure being too high in channel 1 and 2. No issues or concerns. The event occurred during reprocessing. The original procedure was completed using the subject device. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign debris was found protruding from the air/water nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was training by olympus for processing practice in accordance with instructions for use. The customer did not provide any information regarding issues on their reprocessing practice.